Manufacturer narrative:
The insulin pump had cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip completely broken off, minor scratched and cracked display window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had crack and a piece of the reservoir compartment fell off. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.